Manufacturer narrative:
The handpiece was rec'd at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the rotor and motor, which were each replaced along with the driver, press plug and other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.